Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153153.

Event description:
It was reported that the patient presented in clinic due to an infection on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.